Manufacturer narrative:
The pump passed self test and displacement. Successfully utilized thus to download history/trace files. No pump error alarms were noted during testing; however, the pump downloaded history confirmed pump error 54 alarm ((B)(4) line number = 1421; file number = 32122) was noted at (B)(6) 2022 18:11:51.000. Pump error 3 was also noted in pump download history on (B)(6) 2022 18:11:53.000. Pump error 23 was also noted in pump download history on (B)(6) 2022 18:48:38.000. The pump was cut open to perform a visual inspection, and no moisture or physical damage was found on pcba 1, pcba 2, or the motor. Tested with a test p-cap and the test p-cap locked in place properly. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), label damage (serial number), cracked keypad overlay ,pillowing keypad overlay. Pump error 54 was confirmed due to software error. Pump error 3 (expected behavior) was the consequence of pump error 54. Pump error 23 confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had multiple pump error alarms. Customer was able to clear the alarm and was able to complete rewind. Customer performed self test and the test was passed. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.